Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: what is the issue you experienced? After centrifugation, the supernatant is in the form of a ¿gel¿.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: what is the issue you experienced? After centrifugation, the supernatant is in the form of a gel.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to duplicate or confirm the customer¿s indicated failure mode, fibrin, because the defect was evident in the testing of the retained lot samples. This complaint has been confirmed based on the testing of the retain samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.